Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor 0m0004p9tfd has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor applicator was not returned. Extended investigation has also been performed on the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit was reviewed, and the dhrs showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. - attachment: [attachments.zip]

Event description:
A customer reported experiencing bleeding, pain, and inflammation upon application of the adc freestyle libre sensor. The customer noted that the bleeding was "intense" and when the sensor was on it caused "a lot of pain", so the sensor was removed after less than a day of wear. The customer had contact with a health care provider who treated the customer with menaven gel 1000 (topical heparin gel). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding, pain, and inflammation upon application of the adc freestyle libre sensor. The customer noted that the bleeding was "intense" and when the sensor was on it caused "a lot of pain", so the sensor was removed after less than a day of wear. The customer had contact with a health care provider who treated the customer with menaven gel 1000 (topical heparin gel). There was no report of death or permanent injury associated with this event.